Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Customer satisfied with the product. Same product was used on the event of (B)(6) 2017. Most likely underlying root cause: mlc-118- user applied blood to strip before inserting strip into meter. (B)(4).

Event description:
Consumer complaint of e-3 error code. E-3 error occurred upon insertion of test strip into meter port and after blood sample applied to the test strip. At the time of the call customer feels well and did not report any symptoms. Medical attention is not reported currently as a result of blood glucose results.the expected fasting blood glucose test result range is undisclosed. The product storage location is undisclosed. During the call on (B)(6) 2017, a blood test was performed fasting by the customer and produced test results of 295mg/dl using true track meter. The test strip lot manufacturer's expiration date is 06/30/2019 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. The customer did report symptoms on (B)(6) 2017 and medical attention was reported as a result of the blood glucose results and reported symptoms on that day. Customer states he had ketoacidosis and was admitted to the hospital with a blood glucose reading of 519mg/dl. He states he was vomiting, was in and out of consciousness and does not remember the details. He was treated with IV medication. The customer was given new medications. Two new insulins, blood pressure medications, and heart medications. Customer states he was transferred to a nursing facility where he received therapy and was discharged on (B)(6) 2017. Customer states his right leg is weak due to the incident and received therapy for 52 days at a nursing facility. Customer stated he had to leave therefore limited information was provided. Customer is feeling well at the time of the call and denies symptoms of hyperglycemia.